Manufacturer narrative:
Unit received with a blank display due to corroded electronic assy. The motor and battery tube assemblies found with traces of corrosion. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Unit received with cracked case on the back at the battery tube area and belt clip rail case corner. Unit received with minor scratched display window, case and keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the water came into insulin pump due to cracked battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.